Manufacturer narrative:
Analysis of lead model 3889-33, lot # va0skvd showed the outer insulation of the lead was twisted. Analysis also identified the #2 conductor was broken near the marker band (approximately 11.8 cm from the distal end of the lead) due to factors not related to the product reliability (overstress damage). The lead device was subjected to a series of standard tests that included but not limited to visual inspection and electrical testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The lead was returned. Concomitant medical products: product ID: 3889-28, lot#: va0skvd, implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 30-jan-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was reported that (B)(6) 2019 ¿saw patient in office for appointment.¿ they reported ¿non-therapeutic therapy,¿ that the device had not worked well for the last year, but the reason was unknown. The ins read end of service (eos) and could not test impedances on lead. The patient was scheduled for replacement on (B)(6) 2019. It was reported that upon opening up the old incision and explanting the battery, the lead was found to be coiled multiple times. It was then advised that a new lead be placed, so both the lead and ins were replaced, and the issue was noted to be resolved. No further patient complications are anticipated or expected as a result of this event.